Event description:
The customer reported that the device will not display the invasive bp waveform or numeric. No pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.